Manufacturer narrative:
Additional information added to: b7,g3. The customer dataset shows that only one profile (.picu) supports infusing fentanyl with an lvp, shown as drug ID 162 with a concentration of 2500mcg/50ml. Drug ID 162 was not found in the recorded logs at any time. However, the pcu was received with ¿nicu <1.5 kg¿ profile in use. A drug ID and the profile that were in use at the time of the event could not be definitively determined because the time the device was programmed to infuse fentanyl was overwritten by continued use of the pcu. All drug ID¿s found in the event log were identified, only one drug ID was fentanyl related. However, it was associated with the ¿peds¿ profile and with a pca, which was not connected at all during the span of the event log. Analysis of the pcu event logs showed the source pump module infused at 6.6 ml/h with an unknown drug when all connected devices have their volume infused cleared on (B)(6) 2019 at 10:03 am. The source pump module reached kvo at 10:26:01 am where the rate is reduced to 1 ml/h. The source pump module was selected approximately 2 minutes later and the vtbi was increased to 50 ml. The rate was increased back to 6.6 ml/h and continued to infuse. At 11:40am the pump module was channeled off and then went idle. The connected syringe modules were removed from the pcu. The pump module was channeled off again at 11:42am and the system shut down. The pcu was not powered on again until 2 days later, on (B)(6) 2019. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause was not definitively identified in this investigation.

Event description:
It was reported that on (B)(6) 2019. Fentanyl (0.1mg/1 gm.) Was programmed at an unspecified rate between 10am- 1pm, the customer stated that the module delivered a fentanyl bolus without entering a dose or desired vtbi duration. The customer stated there was no patient harm to the neonate or required medical interventions. Although multiple attempts made to the customer there was no additional event details provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Model/lots not provided.

Event description:
It was reported that on 10/28/19 fentanyl (0.1mg/1 gm.) Was programmed at an unspecified rate between 10am- 1pm, the customer stated that the module delivered a fentanyl bolus without entering a dose or desired vtbi duration. The customer stated there was no patient harm to the neonate or required medical interventions.